Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing to all stations. A technical support specialist (tss) had connected with the customer via a remote session to access the carefusion coordination engine (cce). It was found that the main cce management services were not running. The tss restarted the services, after which message flow resumed and was observed to be functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all patients and orders were not crossing to all stations. Customer mentioned that all stations were in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.